Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected outflow graft thrombus could not be confirmed through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms as well as a direct correlation to the suspected outflow graft thrombus could not be conclusively determined through this investigation. The controller event log file contained events from 20dec2023 and captured low flow hazard alarms throughout the file. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the customer. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had persistent low flow alarms. Log files were submitted for review and contained low flow estimates as well as sustained low flow hazard events throughout the log. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. A left ventricular assist device (lvad) ramp study was reviewed, and it noted that there was full opening of the aortic valve with every heartbeat despite increasing the lvad speed from 5400 to 6000 rpm, which was suggestive of pump thrombosis. A computed tomography angiography was obtained with noted non occlusive thrombus at the lvad outflow graft. The low flows resolved with no patient symptoms.